Event description:
Reporter alleged blood glucose measured hi, 154, & 113 mg/dl when all tests were performed 1-2 minutes apart. Customer stated having no glucose symptoms at the time of testing. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.